Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a knee arthroscopy it was reported that both implants fired at the same time. A backup was available. There was no reported delay, patient injury or surgical complication. The implants were removed with a grasper.

Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture were returned. Visual assessment of the device shows the actuator is in the post-t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).